Event description:
It was reported the customer experienced high blood glucose levels. Reportedly, customer had kinked cannulas which caused multiple occlusions. Customer changed the infusion set to correct the reported issue.

Manufacturer narrative:
No product returning for evaluation. Should new information become available a supplemental report will be submitted.